Event description:
The event occurred in the USA during service, with no patient involvement. It was reported that emergency drive (e-drive), would not lock into place, onto the cardiohelp locking kit. No harm to any person has been reported. As there is a potential risk, that in emergency situations the patient cannot be supported via the hls set and emergency drive till a new cardiohelp is connected, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in the USA during service, with no patient involvement. It was reported that emergency drive (e-drive), would not lock into place, onto the cardiohelp locking kit . No harm to any person has been reported. As there is a potential risk, that in emergency situations the patient cannot be supported via the hls set and emergency drive till a new cardiohelp is connected, a report is required. A getinge technician was sent for investigation on 2026-06-15. The technician confirmed that there was no physical damage or visible damage on the locking kit or the e-drive pin. There was no blockages nor contamination within the locking kit. The cardiohelp locking kit was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: fail of device by mechanical force e.g. - caused by loose connections caused by - unsafe position / mounting / movement of device. Wear / loosening of components. Due to the age of the device and this component cardiohelp locking kit, age related aspects can be considered as well. The cardiohelp was manufactured on 2018-02-09, and no previous complaints were reported where the cardiohelp locking kit was replaced. The e-drive can be fitted on holding devices or directly on the cardiohelp via the cardiohelp holder. According to the instruction for use (IFU) of the cardiohelp device, chapter ¿fitting the cardiohelp emergency drive¿, the e-drive coupling to the e-drive holder must by checked, by hearing an audible click. Additionally, in IFU chapter "check before every application", the emergency drive must be checked before use. The review of the non-conformities has been performed on 2026-06-16 for the period of (B)(6) 2018 to 2026. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-02-09. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "cardiohelp e-drive locking kit would no lock e-drive in place" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.